Manufacturer narrative:
The previous gastrointestinal bleeding was addressed in MFR # 2916596-2018-02999. Age of device: 3 years, 9 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (b)(64) 2015. It was reported that patient was re-admitted on (B)(6) 2018 for a gastrointestinal bleed (gib). Patient had multiple history of gib. Patient was anemic and dizzy at the time of event. A colonoscopy was performed with no bleeding sites. It was reported that gib could not be verified with testing. Patient was transfused with 2 units of blood. Patient 's anticoagulation medication was lowered to 2mg. Patient was on octreotide, coumadin and aspirin 81mg. Patient was discharged home after a week. Patient is doing well now with no site of bleeding. No equipment was replaced. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct correlation between device and the reported event could not conclusively be established through this evaluation.the hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.